Event description:
Medtronic received a report that the ped was flushed, and subsequently, the ped was inserted into the phenom 27. At first, it was inserted without any problems, but when the pipeline passed through the hub, the resistance became stronger, when the wire was pulled, the stent of the ped came off from the bumper, so it was collected. The pipeline was collected with the microcatheter and guided again using the new microcatheter to the distal end, the pipeline was inserted and placed, and the procedure was completed successfully. The pipeline was used for an approved indication. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a lacerum (c3) aneurysm with a max diameter of 6mm and a 4mm neck diameter. Ancillary devices include a fubuki sheath, fubuki8f guide catheter. Additional information was received that the pushwire was not rotated. It was pulled back.

Manufacturer narrative:
H3: product analysis of ped2-425-16, lotno:b522885 found the pushwire separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No bend or kink were observed on the pushwire. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No damages were found with re-sheathing pad or with the proximal bumper. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. The total and usable lengths of phenom catheter were measured to be within specifications. The catheter was cut to remove the braid. The pipeline flex shield braid was removed from catheter lumen. For, further examination; an in-house 0.0265¿ mandrel was inserted through the hub of the catheter without issue. Based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance. The pipeline flex with shield pushwire was found to be damaged. From the damages seen on the pipeline flex with shield braid (fraying) and hypotube (stretching); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result features observed indicate the wire failed via torsional overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.